Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400-441 mg/dl. Cause of bg level was not known. Customer went to the emergency room (ER) where they were treated with intravenous insulin and customer was discharged from the ER. Customer returned to the ER later the same day due to ongoing bgs in the 400 mg/dl range and was subsequently admitted to the hospital, and treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.